Event description:
Medwatch was received from FDA on 10/nov/2014 with (B)(4). On (B)(6) 2014, while attaching the mayfield skull pins on the patient, the mayfield slipped and caused a 1 1/2 inch laceration on the patient's head. This required the patient needing a couple of stitches to close the wound on the scalp. According to the operative report, the patient's head was secured with the mayfield 3-point skull fixation. Prior to positioning prone, the baseline ssep and mep readings were obtained without deterioration after prone positioning. After obtaining arterial pressure monitoring access, the patient was transferred prone in gel filled chest rolls. The mayfield was secured to the operation room table. Gentle caudal tape shoulder retraction was applied. The patient's head was noted to translate forward somewhat and attempted additional extension. The mayfield head holder appeared to lose pressure, reducing from 60 pounds to 20 pounds and laceration at the left posterior pin site was noted. The mayfield head holder was removed and a separate head holder was applied and secured. Additional information has been requested from the customer.

Manufacturer narrative:
Integra has completed their internal investigation on 02 december 2014. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of complaint related device: the evaluation of the device was not assessed based upon this complaint as this device came in a slippage by the customer at the time. Repair evaluation: unit received repair cannot duplicate problem the unit loosing pressure; when unit is properly positioned and put under pressure, the unit performs properly. The lock was found to have both rotational and lateral movement. Upon disassembly, it was noted that the lock needed new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning were required. The repair was due to the lock has both rotational and lateral movement and a reside build up was present. Device history record reviewed for product ID a1059 lot code (B)(4) devices manufactured on september 30, 2010 showed no abnormalities related to reported incident found. These devices passed all required inspection points with no mrr's or variances associated to the devices. No manufacturing or design related trend has been identified. Conclusion: the end users experience could not be verified as the device involved in this case was initially submitted to service for routine maintenance and it was not disclosed that slippage or patient injury was involved. This device was repaired and shipped back to the customer on 06/10/2014.